Manufacturer narrative:
It was further reported that: the event of lbbb has been withdrawn as it occurred prior to lotus edge valve introduction. Post balloon valvuloplasty the new left bundle branch was noted.

Event description:
Reprise IV study: it was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject was on prior regimen of aspirin and other antiplatelet medications at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. Subsequent deployment of a 25 mm lotus edge valve with repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Event summary: the same day as the post index procedure, ECG revealed new onset of left bundle branch block with prolonged pr interval, which required temporary pacing. Two days post index procedure, a non-bsc permanent pacemaker was implanted without any complications. The event was considered as recovered with sequelae. It was further reported that: the event of lbbb has been withdrawn as it occurred prior to lotus edge valve introduction. Post balloon valvuloplasty the new left bundle branch was noted. Post valve deployment, temporary transvenous pacemaker was left in place and electrophysiology consultation was recommended. Electro physiology consult was obtained and new permanent pacemaker was recommended for diagnosis of sick sinus syndrome. Two days post index procedure, event was considered to be recovered.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject was on prior regimen of aspirin and other antiplatelet medications at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. Subsequent deployment of a 25 mm lotus edge valve with repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Event summary: the same day as the post index procedure, ECG revealed new onset of left bundle branch block with prolonged pr interval, which required temporary pacing. Two days post index procedure, a non-bsc permanent pacemaker was implanted without any complications. The event was considered as recovered with sequelae.